Event description:
A medtronic representative reported a vertek arm that will not lock tightly. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued for a replacement vertek arm, articulating. Return of suspect part has been requested.